Event description:
Patient (B)(6) was implanted with an argus ii device on (B)(6) 2014, and was later explanted and re-implanted with another argus ii device during the same procedure on (B)(6) 2015. On (B)(6) 2017, the patient was diagnosed with conjunctival erosion and a retinal detachment. On (B)(6) 2017, revision surgery was performed during which the implant was covered with a bovine pericardium patch graft, and the conjunctiva was closed. The surgeon reported that the retinal detachment was stable and did not require surgical intervention. There was no defect or malfunction of the device associated with this event.